Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, an unspecific mechanical thermo-coil failed to detach. A new enpower control cable (ecb00018200, l15590) was used however the first few attempts were also unsuccessful. After using a technique to reduce tension on the unspecific microcatheter (mc), the coil was successfully detached. There was no patient injury reported. It was noted that it seemed as it was unlikely the device being defective, and it is more of a procedure issue. Additional information received indicated that pre-deployment electrical testing was performed, and no failure was reported. After the first failure, the dcb and control cable were switched out, but problem persisted after a few more attempts. The physician employed some maneuvers with the prowler select plus microcatheter 606s155x, lot unknown) to relieve some of the tension on the system and this worked. The same dcb and control cable were used for 5 more coils without incident. There was no patient injury reported. The embolization was being performed to the anterior communicating artery. There was no note of any relevant anatomical information. The following coils were successfully implanted at the first try: galaxy g3 mini 3mmx6cm ¿ glm930060, galaxy g3 mini 2mmx6cm ¿ glm920060, galaxy g3 mini 2mmx4cm ¿ glm920040, galaxy g3 mini 1.5mmx4cm ¿ glm915040, and galaxy g3 mini 1mmx3cm ¿ glm910030. The lot numbers are not available. The concomitant devices functioned as expected. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ failure to detach¿ could not be confirmed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The product catalog and lot number was not reported; UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device was implanted; therefore, it will not be returned for evaluation. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, an unspecific mechanical thermo-coil failed to detach. A new enpower control cable (ecb00018200, l15590) was used however the first few attempts were also unsuccessful. After using a technique to reduce tension on the unspecific microcatheter (mc), the coil was successfully detached. There was no patient injury reported. It was noted that it seemed as it was unlikely the device being defective, and it is more of a procedure issue.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that pre-deployment electrical testing was performed, and no failure was reported. After the first failure, the dcb and control cable were switched out, but problem persisted after a few more attempts. The physician employed some maneuvers with the prowler select plus microcatheter 606s155x, lot unknown) to relieve some of the tension on the system and this worked. The same dcb and control cable were used for 5 more coils without incident. There was no patient injury reported. The embolization was being performed to the anterior communicating artery. There was no note of any relevant anatomical information. The following coils were successfully implanted at the first try: galaxy g3 mini 3mmx6cm ¿ glm930060, galaxy g3 mini 2mmx6cm ¿ glm920060, galaxy g3 mini 2mmx4cm ¿ glm920040, galaxy g3 mini 1.5mmx4cm ¿ glm915040, and galaxy g3 mini 1mmx3cm ¿ glm910030. The lot numbers are not available. The concomitant devices functioned as expected. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.